Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. No leak was reproduced at the criteria defined in design trace matrix 0046-9910. The cause of the issue could not be determined due to insufficient clinical details.

Manufacturer narrative:
H6. Medical device problem code added.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp was inserted via the left femoral artery in a 65-year-old female who presented for high-risk protective percutaneous coronary intervention in the setting of known coronary artery disease. The patient was classified as scai stage a. Pre-insertion activated clotting time was 236 seconds. The patient required ventilatory support and vasopressors during the procedure. Coronary intervention included left main, left anterior descending, and left circumflex stent placement with intravascular ultrasound and shockwave intravascular lithotripsy. The impella was placed using standard technique. Following placement, leakage was observed from the hub of the 25 centimeter peel-away sheath, described as a fine jet of blood at approximately the 5 o¿clock position. The physician removed the impella device and performed a sheath exchange to a 13 centimeter peel-away sheath. The impella cannula was flushed, the device was reinserted, and support was resumed. The device functioned appropriately for the remainder of the case and was removed at the end of the procedure. The reported patient experience included major bleeding from the introducer sheath and device revision related to the access site. Based on the available information, bleeding associated with large-bore femoral arterial access and introducer sheath use during complex coronary intervention is a recognized procedural risk in the setting of anticoagulation. Comprehensive review of the available information did not identify evidence suggesting device-related contribution beyond known access-related risks. The patient survived.